Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg reached end of life. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.